Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-01160. It was reported the patient was experiencing discomfort after undergoing a permanent implant procedure on (B)(6) 2017. In addition, the patient remained hospitalized for two days following the procedure due to the inability to urinate. Follow up information identified the discomfort has resolved. Device information has become available in the manufacturer's registration database thus device information is now reported.